Event description:
The hcp reported the pt had a pump replacement done and later in the day began to show signs of overdose. The pt was admitted to the intensive care unit. A follow up report will be sent when additional info is received.

Event description:
Additional information from the hcp reports the pt had been experiencing increased leg spasms and impaired sleep. The pt was seen for a routine refill and the hcp noted fullness around the pump area. An xray was done that demonstrated a disconnect between the catheter port and the catheter.

Event description:
The overdose was incorrectly reported on this pump. This pump was explanted due to normal battery depletion. Overdose occurred following the implant of new pump and reported on MDR #2182207200501779.